Event description:
A customer reported a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions and guided the customer through the process, successfully resolving the issue as the error did not reoccur after the reset.